Event description:
Additional information was received from the manufacturer representative. It was reported that the ins wasn't considered at the time as early depletion. It wasn't considered to have depleted more quickly. It had an average battery life. The battery worked fine in the eyes of the physician.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) who was receiving medullary stimulation since 2005. It was reported that the patient had a history of the ins depleting more quickly and that the ins implanted in (B)(6) 2011 was replaced in (B)(6) 2014. Four years was noted. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the longevity was 44 months and the amplitude was 4.5 volts.